Manufacturer narrative:
Due to character limit: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cs100 cardiosave intra-aortic balloon pump (iabp) experienced an issue where the blood pressure signal was unavailable. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : g2. It was reported that during use, the cs100 intra-aortic balloon pump (iabp) blood pressure signal was unavailable. There was no harm or injury. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the pressure cable with a third party cable provided by the customer. The fse performed all functional and safety checks to factory specifications. The iabp was returned to the customer for use.